Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a company representative regarding a patient receiving baclofen (2000 mcg/ml) via an implanted pump. The brand of the baclofen was unclear. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2018 it was reported that the patient was traveling with his family in the country of (B)(6). He had his pump refilled with 20 mls of baclofen (2000 mcg/ml) at an unknown facility with an unknown practitioner on (B)(6) 2018 or (B)(6) 2018 and then developed severe withdrawal symptoms starting a day or two after the refill which was medically managed with periactin and baclofen. He returned to the united states on (B)(6) 2018 and was seen in the clinic today ((B)(6) 2018) and his pump was completely empty. He was uncomfortable because he was so tight with his spasticity, but his withdrawal had subsided. A pump alarm was being heard. The doctor believed he had a pocket fill while in (B)(6) and believed that the pump had been empty for 17 days and wanted to replace it as soon as possible. They were anticipating later this week; however, it was not yet scheduled. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ with injury¿ with the injury noted to be ¿pocket fill, withdrawal, additional surgery to replace pump¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a company representative who reported that the pump was replaced today (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-sep-2018 from saol therapeutics who reported that the patient¿s medical history included quadriplegic spastic cerebral palsy. Concomitant products included guaifenesin, melatonin, miralax (polyethylene glycol 3350), qvar (beclomethasone dipropionate), ventolin (albuterol), and vitamin d. Treatment with lioresal 2000 g/ml was initially started on (B)(6) 2016. Prior to the empty pump, the patient was receiving treatment with lioresal 2000 g/ml at 779 g/day. Prior to the pump replacement, the patient was admitted to the hospital with an admitting diagnosis of spasticity. Per this reporter¿s contact, the pump was replaced on (B)(6) 2018. No additional information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). The manufacturer¿s device registration system indicates that the pump was replaced on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2018 who reported that a pump alarm was not occurring. Pump replacement was planned for (B)(6) 2018. Per the hcp, the pump was allegedly refilled in the (B)(6) 12 hours after it had run dry. However, on accessing the pump on return to the united states 17 days later the reservoir was empty. The parents described the child going through withdrawal after the pump was refilled. At the clinic in (B)(6), the patient was uncomfortable and fairly rigid, but not in withdrawal. No further complications were reported/anticipated.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.